Event description:
It was reported that "the doctor found cuff leakage when using on patient." The device was removed and the patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff was able to maintain pressure at 25mbar; however, the blue cuff would not stay inflated. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed. The manufacturing site reports "there is possibility of components stacking on cuff inside pouch that may cause the cut mark." A non-conformance was opened to address this issue.

Manufacturer narrative:
Qn# (B)(4). UDI number: (B)(4).

Event description:
It was reported that "the doctor found cuff leakage when using on patient." The device was removed and the patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "fine".